Event description:
Medtronic received information that this annuloplasty product (implant duration approximately 2 weeks) was explanted due to mitral regurgitation. The patient's history noted severe mitral regurgitation, severe tricuspid regurgitation and atrial flutter. Status post-mitral valve repair with this 30 mm annuloplasty ring, tricuspid valve repair with another medtronic annuloplasty ring, and biatrial maze procedure. Post-operatively, the patient was left with mitral regurgitation and left ventricular outflow tract (lvot) obstruction consistent with systolic anterior motion. The patient was then transferred to northwestern hospital for further care. Findings consisted of severely redundant mitral valve tissue. Upon opening the chest for revision, the mitral annuloplasty ring was removed. 4 neochords were removed and the previous leaflet repair was undone. Inspection of the valve was consistent with ruptured chords. The mitral annuloplasty product was replaced successfully with a 38mm competitive product (edwards physio 2 model 5200 ring). Transesophageal echocardiography (tee) showed no mitral regurgitation, however, as the heart became hyperdynamic, moderate mitral regurgitation and lvot gradient consistent with severe systolic anterior motion (sam) was noted therefore the patient was put back on bypass. The atriotomy was undone and through the aortic valve an edge-to-edge repair of the mitral leaflet was performed. Reinspection with a tee showed mild residual mitral regurgitation. After surgery, the patient was transferred to intensive care unit in stable condition. The hospital pathology report of the explanted annuloplasty product showed no observations related to the prosthetic mitral ring. The product was returned for laboratory analysis.

Manufacturer narrative:
Corrected information was received that the explanted mitral ring returned was a 35mm simulus fully flexible annuloplasty ring (previously reported as a tri-ad 30mm annuloplasty ring). Corrected the model number, no serial number was available for this product. No other changes were noted.

Manufacturer narrative:
Product analysis/conclusion: the product was returned for laboratory analysis. Our investigation is pending. Upon completion of our investigation, a supplemental report will be filed. (B)(4).

Event description:
Medtronic received information that this annuloplasty product (implant duration approximately 2 weeks) was explanted due to mitral regurgitation. The patient's history noted severe mitral regurgitation, severe tricuspid regurgitation and atrial flutter. Status post-mitral valve repair with this 30 mm annuloplasty ring, tricuspid valve repair with another medtronic annuloplasty ring, and biatrial maze procedure. Post-operatively, the patient was left with mitral regurgitation and left ventricular outflow tract (lvot) obstruction consistent with systolic anterior motion. The patient was then transferred to northwestern hospital for further care. Findings consisted of severely redundant mitral valve tissue. Upon opening the chest for revision, the mitral annuloplasty ring was removed. Four (4) neochords were removed and the previous leaflet repair was undone. Inspection of the valve was consistent with ruptured chords. The mitral annuloplasty product was replaced successfully with a 38mm competitive product (edwards physio 2 model 5200 ring). Transesophageal echocardiography (tee) showed no mitral regurgitation, however, as the heart became hyperdynamic, moderate mitral regurgitation and lvot gradient consistent with severe systolic anterior motion (sam) was noted; therefore, the patient was put back on bypass. The atriotomy was undone and through the aortic valve an edge-to-edge repair of the mitral leaflet was performed. Reinspection with a tee showed mild residual mitral regurgitation. After surgery, the patient was transferred to intensive care unit in stable condition. The hospital pathology report of the explanted annuloplasty product showed no observations related to the prosthetic mitral ring. The product was returned for laboratory analysis.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, several pieces of host tissue were received with the ring for analysis. A large tan piece of possible native tissue was received for analysis. The ring appeared distorted; pear shaped. Small needle holes along the ring showed placement of implantation sutures. Pieces of glistening off white pannus were received with the device. A large, thin tan piece of pannus-like host tissue received with the device appeared to have extended along the outer edge of the ring. Radiography showed no evidence of mineralization or fractures in the ring. Distortion or waviness was observed along the ring. Conclusion: the device history review of this annuloplasty ring was reviewed and no anomalies were noted that would have impacted this event. The device was returned for analysis. The ring appeared distorted, and pieces of pannus were returned with the device. The cause of the noted distortion could not be determined. No evidence of fractures were noted. Based on the reported information and analysis, this event does not appear to be related to the device. Per the hospital procedure report, it is likely that the cause of the mitral regurgitation was due to ruptured chords causing redundant mitral valve tissue. The hospital pathology report of the explanted annuloplasty product showed no observations related to the device. The ring was replaced with another manufacturers ring. The patient was reported to be in a stable condition post procedure. No trends have been identified and quality assurance will continue to monitor for similar events. (B)(6). (B)(4).